Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the md inserted the guidewire, placed the sheath, & then inserted the iab over the guidewire while in the or. While the md tried to remove the guidewire, the guidewire became stuck in the iab. The md inserted another iab successfully. There were no reported patient complications.